Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user alleges the lights on unit will not light up to make you aware the unit is charged.